Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14dec2018. Reporter phone number unknown. The customer's repair technician confirmed that the power supply did not function. The customer's repair technician replaced the non-functioning power supply and sent back the first power supply. No parts were received at philips for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported that the power supply did not work. There was no patient involvement. The event date was not specified; estimate used.